Manufacturer narrative:
The unit was received with unresponsive esc and act buttons due to an unlocked lcd keypad connector. The unit was unable to perform the self test along with the operating currents, rewind, basic occlusion, occlusion, unexpected restart error, prime/compromised force sensor system, excessive no delivery, and displacement tests due to the unresponsive buttons. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the device was returned to medtronic. No further details were provided.